Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of hydromorphone (5.0mg/ml, 1.6871mg/day) in an implantable infusion pump for non-malignant pain. Ever since implant, the patient experienced a sudden onset of extreme pain in both legs (second week of implant); issue had gotten worse. The patient also had a headache after implant that lasted 3-4 days. The patient made her healthcare provider (hcp) aware of the issue and the pump dose was increased by 30% on two separate occasions. The patient was given valium for leg spasms and her oral medication was lowered. The patient had a hard time walking and balancing. The patient's legs would "give out on her" and the patient would fall; back of legs get tired easily. The patient also experienced lower back pain. It was also mentioned the patient's feet were swollen, which began in (B)(6) 2015 when all of the other symptoms started. The swelling got better and then recurred the last week and a half of (B)(6) 2015. The patient felt she was very "drugged up" during the phone call and stated this had been part of her process. An MRI was done in august 2015 and the patient had a follow-up appointment scheduled for (B)(6) 2015 to read results. The next refill date was stated to be (B)(6) 2015. Additional information was requested from the hcp regarding the MRI results and any additional actions/interventions to resolve the patient's symptoms. History: surgery on leg (2007-2008).